Event description:
The following has been reported: "pumps was used for infusion of 250 ml standard solution and 1 vial of iloprostat. Nurse declared to have set pump with flow rate 5 ml/h and time 30 minutes. After 20 minutes nurse noticed that infusion was almost finished, so about 250 ml were infused in about 20 minutes." Potential overdose. Reporting due to the referenced issue. There was no communication of any adverse effects sustained by the patient. More information is needed to complete the investigation.

Event description:
Device history record were reviewed and nothing was found related to the reported event. Device log was reviewed but data was insufficient to confirm the reported event. Device was returned to brézins for investigation. Several functional tests were carried out but no defect could be detected and the reported event could not be reproduced. Its history log was reviewed and it was found that after 12 minutes of use its flowrate was increased by user (from 5ml/h to 10, then 15, then 20ml/h which explains why the infusion ended earlier than firstly set (at 5ml/h). It is also noticed that the vtbi was programmed at 1.25ml not 250ml so this also implies an end of treatment earlier than expected. Therefore there was no technical or functional issue that could be identified for this device which worked as intended. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.